Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a serious injury where the patient required resuscitation. The customer alleged that the 862231 telemetry transceiver did not connect via srr (short range radio) with the mp5t bedside monitor when the patient was having cardiac arrest and there was a delay in treatment. The customer reported a patient injury where resuscitation was required. The patient survived.

Manufacturer narrative:
See MDR # 1218950-2016-02433.

Event description:
The customer reported a serious injury where the patient required resuscitation during cardiac arrest. The customer alleged that the 862231 telemetry transceiver did not connect via srr (short range radio) with the mp5t bedside monitor when the patient was having cardiac arrest and there was a delay in treatment. The customer reported a patient injury where resuscitation was required. The patient survived.